Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had insulin pump error alarm as well as insulin was leaking. Customer's blood glucose value was 74 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer stated that they were able to clear the alarm. Customer stated that they were not able to rewind the insulin pump. Customer stated that there was fluid in the bottom of reservoir compartment. Customer stated that the location of the leak was bottom reservoir barrel. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and delivery accuracy test or confirm displacement anomaly due to pump error 38. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify pump error 43 due to constant pump error 38 alarm. Device received with cracked retainer and cracked reservoir tube lip.